Manufacturer narrative:
One opened ophthalmic tip in a small parts tray (smpt) with a sleeve and no wrench, in a bag was received. Sample was visually inspected and found to be conforming, wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. Functional thread check was performed for the go and no-go gages were found to be conforming. Occlusion flow check was performed and was found to be nonconforming with a piece of foreign material was observed that came from the tip. Another occlusion flow check was performed after foreign material was extracted and was found to be conforming with no further foreign material was observed. The foreign material was sent to the particle lab for analysis. The foreign material was analyzed using micro fourier-transformer infrared spectroscopy (ft-ir), the analysis indicates the best match to be texwipe fibers (natural fibers). A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The ophthalmic tip was found to be functionally nonconforming for the reported issue of priming did not pass. Foreign material was found inside tip. The particle analysis found the foreign material to best match texwipe fibers (natural fibers). Texwipe fibers (natural fibers) is not a material that is used in the tip manufacturing process or in the packaging process of the tip. How and when the fibers blocked the tip cannot be determined from this evaluation and a root cause cannot be determined for the complaint as described by the customer. The complaint evaluation could not confirm the loose tip issue as reported by customer, the tip was visually and functionally conforming for testing related to the reported issue of tightening onto a handpiece; therefore the root cause cannot be determined from this evaluation as the threads were conforming. The tip was found conforming for the reported issue of loose tip and no specific action with regard to the foreign material in the tip because the root cause for the complaint issue cannot be determined from this evaluation. All tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance is removed from the lot and scrapped, this inspection includes foreign material and thread check. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that priming did not pass, even though the tip was retightening several times, tip/sleeve replacement message was displayed on the console. The surgery was completed after replacing the product with another one. There was no report of patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).